Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Medwatch report mw5167772 indicated patient underwent surgical intervention at unknown time where the system was explanted to address lead migration, high impedances, and fracture. Initial reporter elected not to be identified